Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the 50 mg/dl range. Reportedly, the customer forgot to turn their carbohydrate feature on when programming their pump and accidentally delivered a bolus for units instead of carbohydrates. Customer drank juice and ate food to stabilize blood glucose levels. Tandem technical support guided the customer through turning their carbohydrate feature on.